Event description:
11/13 last treatment called 1 wk. Later she had 0 sweating and 0 symptoms. 11.28 follow up lesions present dr. Lecombe prescribed zpac and diflucan. 12/1 called pat lm. 12/4 email wound is slowly healing per patient. 12/15 pt back in office with chills/swollen prescribed another zpac, diflucan and medrol dose pack.